Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. As a result of observing the returned sample, it was found that part of the gasket inside the syringe was damaged. The reported event was confirmed. The root cause of the reported issue could not be determined. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) .

Event description:
It was reported that when using the loss-of-resistance syringe, the customer noticed more air was put it than usual.. No patient injury was reported.